Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline fault alarm was confirmed with the evaluation of the returned system controller (serial # (B)(6)). The device was tested with laboratory equipment and the driveline fault alarm was able to be reproduced. Similar events of driveline fault alarms have been identified and was addressed by implementing a correction action, which improved the system controller design to correctly activate the driveline fault alarm. The returned system controller was manufactured prior to the full implementation. Incidental finding: the measured resistance value was out of specifications, which indicated beginning stages of conductor breakdown. The additional finding did not result in any unexpected alarm. Heartmate ii lvas IFU, heartmate ii patient handbook, under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate ii lvas IFU, heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 29mar2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that damage was observed to insulation of white and black cables from system controller to power source. No alarms noted on interrogation. Patient reported no alarms. System controller change performed without incident. New primary controller issued.